Event description:
It was reported that the patient presented to the emergency room when the lead integrity alert (lia) triggered and the right ventricular (rv) lead was found to have high and steadily rising impedance on the rv coil, a possible fracture, an episode of non-sustained ventricular tachycardia (nsvt) and oversensing due to noise. The therapies were suspended and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted 2014-(B)(6); 4470 lead, implanted 1996-(B)(6). (B)(4).